Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a cracked big image guide, tiny edge chipped image guide, minor edge chipped objective lens, switch number 1 had 15g. The image guide bundle was ok, the body control unit tabs were ok, scratched not catching cotton insertion tube, the name plate was ok, and the mouthpiece was ok. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation and started that there was no reason to think there was an issue with the scope. It had been cleaned on 28jul2023 and effectively completed the evotech cycle and hung in scope cabinet until use again on 18aug2023. The scope was hooked up and suction and irrigation were checked prior to start of case. There were no abnormalities noted at the time. They were not sure what the foreign material adhered to the scope was. Additionally, it was confirmed there was no delay in the start of pre-cleaning and no visual abnormalities noted to any accessories. The customer stated that they immediately cleaned the scopes following the procedure starting at bedside then follow to washroom, then to evotech machine. During the manual brushing after this procedure is when the ¿broken brush piece¿ was expelled through the suction port of the scope. The device was appropriately rinsed, all tubes were hooked appropriately in evotech machine. Suction was continuous throughout procedure. Post procedure irrigation was suctioned through scope as well as disinfectant from bedside kit. And that all channels checked and cleaned with cleaning brush. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified, and a definite root cause could not be specified. According to the investigation information, there was no deviation from IFU in reprocessing steps for the area foreign material remained and no physical damage of the device was confirmed where the foreign material was remained. This issue is addressed in the instructions for use (IFU): the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor the field performance of this device.

Event description:
An olympus sales representative reported on behalf of the customer that the evis exera iii gastrointestinal videoscope was reprocessed incorrectly. The customer reported that the device was used during two procedures. There were no reports of patient or user harm associated with this event. Related patient identifiers: (B)(6).